Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source optical/digital mode does not light up and not displaying image. The issue occurred during preparation for use for an unknown procedure. The unknown procedure was completed with a similar device and there were no reports of delay or patient harm.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image not displaying issue could not be reproduced or confirmed, and a root cause could not be determined, however, it is possible the customers scope was not fully plugged in. Olympus will continue to monitor field performance for this device.